Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alleged that the right head siderail will not latch in the up position due to the siderail release arm being damaged.